Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed failed battery test, as well as battery out limit. The customer stated that he was in the process of a battery replacement when the insulin pump kept alarming failed battery test. He stated that he had received a low battery alarm, so he removed the battery, and reinsert it. He was advised that this may cause the failed battery test. The blood glucose reading was 238 mg/dl. Upon troubleshooting, it was deemed that the insulin pump be replaced. The customer called back to report that the insulin pump alarmed battery out limit. The blood glucose reading was 39 mg/dl. He stated that he went to bolus and observed a low reservoir and low battery alarm. Upon inspection, he was advised that the battery out limit alarm had been indicative of normal device behavior. Nothing further reported.

Manufacturer narrative:
The insulin pump had a high idle current due to an open trace on the display driver. No unexpected battery alarms were noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.